Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. A contralateral approach was obtained via the femoral using a non-bsc introducer sheath. The 4.0mm x 150mm x 150cm, coyote mr balloon catheter was used for dilatation of the lesion. Upon first inflation the balloon ruptured at 6atm. A different device was used to complete the dilatation and a non bsc stent was implanted to complete the procedure. There were no reported patient complications and the patient status post procedure was listed good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).